Manufacturer narrative:
An event regarding an insert fracture involving a scorpio nrg x3 ps tibial insert #5 12mm was reported. The event was confirmed. Visual inspection confirmed the reported event. Material analysis concluded there was no evidence of material or manufacturing defects on the returned insert. A medical review concluded that the fracture was likely the result of inadequate soft tissue balancing at surgery resulting in cyclic impingement on the ps post by the femoral component. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. A review of the provided x-rays by a clinical consultant indicated: ¿the apparent instability of both total knee arthroplasties, likely the result of inadequate soft tissue balancing at surgery, resulted in cyclic impingement on the ps posts by the femoral component with subluxation of the patellae. In the right knee the cyclic impingement resulted in fatigue fracture, while on the left anterior impingement damage was noted. Change to thicker inserts apparently improved the stability bilaterally. The material analysis reports do not demonstrate any factors of faulty manufacturing or materials as being responsible for these clinical situations.¿ the investigation concluded that the insert post fracture was caused by surgical factors.

Manufacturer narrative:
The evaluation will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported that tka op for right knee was performed on (B)(6) 2012. Revision op was performed on (B)(6) 2013 due to patella dislocation. In the revision surgery, the breakage of the insert post for right knee was noticed occurred. 14mm size insert was inserted instead of the breakage 12mm insert.

Event description:
It was reported that tka op for right knee was performed. Revision op was performed due to patella dislocation. In the revision surgery, the breakage of the insert post for right knee was noticed occurred. 14mm size insert was inserted instead of the breakage 12mm insert. It was also reported that patella dislocation occurred for left knee of the same patient. Insert replacement was performed on same day. It was also reported that the insert post was fractured while implanted, not during extraction.